Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -8.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault but the problem did not resolve. In the reporter opinion the cause of this event is unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4: expiration date-should be corrected to: 31-jan-2026. H6:1494-off-label-should be added for correction: progressive myopia. Claim# (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned in liquid in a microcentrifuge vial. Visual inspection found a broken haptic. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).